Event description:
It was reported that the suture split and broke when the surgeon was suturing the horizontal mattress for a proximal anastomosis. The procedure was an a-type chronic disassociation aortic aneurysm. There was no adverse patient consequences reported.